Manufacturer narrative:
It was not possible to match this event with any previously reported event. (B)(4).

Event description:
Reeves,c.j., madhav,s., sarria,j.e., tran, n.d. Cauda equina syndrome secondary to chalk-like precipitate in a patient with an intrathecal pain pump (10200). (B)(6) society 19th annual meeting. 2015. 237. Summary: intrathecal granuloma formation is a rare but well-documented complication of medication administration via an implanted delivery system. There have been a few published reports in which these masses were attributed to drug precipitates. Reported events: a (B)(6) old male with history of klinefelter's syndrome underwent bilateral orchiectomy. He developed chronic suprapubic pain and bilateral phantom testicular pain which he described as sharp and unbearable. The patient underwent multiple interventions including spermatic cord block with subsequent rfa, and spinal cord stimulator trial without significant relief. He was successfully trialed with an intrathecal drug delivery system and underwent implantation. His pain was controlled using titrated doses of morphine, bupivacaine, clonidine, and ziconotide. Four years after implantation, the patient reported constant low back pain and left leg numbness, weakness, and spasms. The patient's symptoms resulted in poor balance and gait instability resulting in frequent falls. Additionally, the patient reported bowel and bladder incontinence. CT myelogram was performed, revealing a myelographic block at l2-l3. MRI of the lumbar spine without contrast confirmed the presence of a left-sided intraspinal and extradural mass extending from l2 to l3. There was evidence that the mass was displacing the thecal sac and nerve roots of the cauda equina. L2-l3 laminectomy was performed for decompression and exploration. A firm, white chalk-like substance surrounding the catheter tip in the epidural space was identified. The mass was sent to pathology where the material was described as an acellular fibrous elastic tissue with calcifications. The intrathecal pump was removed. The patient regained his lower extremity strength and continence of both bowel and bladder. There have been two cases previously reported in which similar amorphous, chalk-like substances were found surrounding the catheter tip. In both cases, the substance identified was bupivacaine. It has been hypothesized that localized fibrosis occurs secondary to the placement of the intrathecal catheter allowing for pooling of the medication, which in turn, leads to increased medication concentrations permitting precipitate formation.